Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent low glucose events, with the lowest reported value of 45 mg/dl, while using the ilet and managing variable physical activity; the user self-treated lows with oral glucose, raised the continuous glucose monitor (cgm) target, and frequently paused the ilet to avoid further dosing, which was addressed with education that pausing can affect algorithm performance and that the ilet suspends insulin when low, indicating a use-of-device problem. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention consisting of medication to treat hypoglycemia and a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and referenced an appropriate device component code not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.